Event description:
The customer reported that there was an unexpected shutdown. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips representative. The cause of the issue was localized to a failure of the mrx defibrillator battery. The battery was replaced to resolve the issue.